Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
: Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the tips of two (2) drive shafts broke intra-operatively. No patient harm or surgical delay was noted. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device history record review: part number: 314.742, supplier lot number: 14563-01, synthes lot number: 5309787: release to warehouse date: 17august2006. Manufacturing site is synthes (B)(4) and supplied by criterion tool & die. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 14564-01) and one drive shaft, minimum 360mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.742, lot number 14563-01) were received. The complaint condition is confirmed as the returned drive shafts were each received with the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shafts over their 9 year lifespan leading to fatigue and ultimately the fracture at the distal tips. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Per technique guide, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The returned drive shafts were each received with the distal tip, which mates with the reamer head, broken off. The break on part number 314.743 is roughly spiral and located within 7.7mm to 13.3mm of the distal edge of the drive shaft helix. The break on part number 314.742 is roughly transverse and located within 6.7mm to 8.5mm of the distal edge of the drive shaft helix. The helix on each device is worn but intact and the broken tips were not received. The missing portions are estimated to be a maximum of 13.8mm and 14.8mm long based on drawing. The balance of each the device shows surface scratches/nicks and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shafts are already broken. A review of the current design drawing/manufactured revision was performed. The drive shaft helix material was revised to improve its resistance to wear. However, this and the remaining design history were found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.